Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was failed. A field service engineer replaced the drawer controller for the sub-drawer and then replaced the pyxibus module controller. This allowed the station to boot up and update any firmware for the new boards, then assigned it in the storage space configuration and proceeded to diagnostics for further testing on drawer 2.2. All tests completed successfully, performed the acceptance test, during which all pockets popped up and popped out as expected and were detected on the bus. The drawer was detected as closed, and everything passed. I then allowed the customer to reload medications in the application for items that were low. They were able to complete this without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed that 1 es dm-med4s had 1 drawer failed and confirmed only main drawer 2.1 had the issue, the customer attempted troubleshooting by rebooting the station and trying to recover the storage space; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another device, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.